Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that he was unable to duplicate the alleged malfunction. The iabp was retuned to the customer and cleared for clinical use. No parts were replaced and no adjustments were made to the iabp.

Event description:
It was reported that the cardiosave was having charging issues. It was not reported under what circumstances the event occurred. However, no patient involvement or adverse event was reported.